Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer thinks their blood glucose level was 60 mg/dl and in range of 65 mg/dl, so they ate 2 glucose tablets and 557 mg/dl and treated with 8.7 units of insulin. Customer reports green led light on charger and green led light was flashing. Customer stated they were sweating and even after applying hospital tape over it, sensor still came out. Customer response blood around insertion site, in sensor window. Customer states the site was not actively bleeding. Customer would not like to continue troubleshooting site issue. Customer declined to further troubleshooting for high blood glucose. The devices will not be returned for analysis.